Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was at home he experienced the pump alarming and the pump rate slowed down significantly. The patient then went to the hospital and it was found that the pump was running at 40 bpm and was alarming for basal mode. The patient reported that he did not get any fluid into the vent port and did not hear any unusual noises from the pump. Normal pump rate for the patient was fixed at 85bpm during the day and 70 bpm during sleep. There was no hypertension issue throughout support. The patient was asymptomatic at 40pm, although very anxious. He was then placed on pneumatic support using a stroke volume limiter (svl) and drive console. The patient was on pneumatic support for three days and then was placed back on electrical actuation. He has severe pulmonary htn and is no longer a bridge to transplant patient, and is now a destination therapy patient.